Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4). Claim # (B)(4). Report resubmitted per FDA request.

Event description:
The reporter indicated the surgeon implanted a 12.6 mm vicmo 12.6 implantable collamer lens -10.5 diopter, in the patient's right eye (od) on (B)(6) 2015. The lens was explanted on (B)(6) 2016 due to low vault. The lens was exchanged for a longer lens and the problem was resolved. The patient's post-op best corrected visual acuity was 20/20.

Manufacturer narrative:
(B)(4). This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation: product evaluation found that the lens was returned dry in lens container, but there was clear surgical residue/debris on product. Visual inspection found no visible damage to lens. Claim # (B)(4).